Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, and because the device was not returned for analysis, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a saphenous vein graft lesion. A xience skypoint stent was implanted. However, after post dilation to 3.25 mm, an ultrasound noted that the diameter was only 2.5 mm post procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.